Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow, down arrow, and ok keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 07/13/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the keypad cover was intact. Evaluation revealed that all of the keypad buttons were properly responsive: the reported issue was not duplicated. The keypad cover was removed, and no evidence of contamination was found under any of the key contacts. During the analysis, the pump operated according to the specifications.